Event description:
Pt experienced irritation within two days of insertion in two catheters. They cultured one and it came back "negative". Also the pt did not have any known allergy.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as not manufacturing lot number has been provided by the complainant.